Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). The reported condition of an 804:24 failure code was confirmed during review of the event history log. The assignable cause was a faulty communication harness. The communication harness was replaced to correct the reported condition. Additional information: baxter will continue to monitor similar reports to determine if further actions are required. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.

Event description:
A baxter service representative reported a colleague infusion pump with failure code 804:24 that occurred during infusion, which caused an interruption during delivery. This problem was identified during product service. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module master software version is 5.03.00, categorized as unremediated.